Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was 256 with a data flag. The sample was repeated on another module and the result was 134. The unit of measure was not provided.

Manufacturer narrative:
The field service representative found that the rinse station tube was worn/punctured. He performed cleaning maintenance, replaced the electrodes, replaced the washing station pipes, and performed tests and checks with acceptable results. The investigation determined the service actions resolved the issue.